Event description:
It was reported that the customer was hospitalized with dka. Medtronic's representative stated that the customer is asleep and the nurse does not know the pump well enough to troubleshoot it.